Event description:
On (B)(6) 2018, the patient contacted lifescan (lfs) (B)(6) alleging that her onetouch verio iq meter was reading inaccurately high compared to feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when cca reviewed the call. The patient stated that the alleged product issue first occurred on (B)(6) 2018, around 11:00am. The patient stated that she obtained a blood glucose result that read ¿22.0mmol/l¿ on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages her diabetes with medications, however did not specify what they were and made no change to her usual diabetes management routine in response to the alleged product issue. The patient reported that she felt ¿sweaty and weak¿, which she associated with hypoglycemia, ¿right away¿ after the alleged issue began. She reported that on (B)(6) 2018, 04:30pm that she went to ER, however denied that she received any treatment and stated she only had blood work done. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure. The test strips were stored correctly and not expired. The patient did not have control solution to perform a test. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.